Event description:
Mentor saline implants caused "mysterious illness." Effected joints, gut and mental health. High white blood cell found that was unexplained. Autoimmune symptoms and thyroid issues. Symptoms vanished post explant.